Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/19/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. Two paper lids, two empty winding formers and two used needle- suture pieces were received for analysis. Product code sxpp1a301. During visual inspection of the returned samples, the swage and attachment area were observed as expected; however, marks that appear to be caused by a surgical instrument were observed on the body needles. The sutures pieces were noted to be still attached to the barrel hole of the needles. Overall, no needle pull-off was observed. The sutures were examined, and damage and deformations were noticeable on the body of the suture. The extremes were noted to be cut probably caused by a surgical instrument. Furthermore, body fluids were also observed on the strand. The product code sxpp1a301 contains an absorbable suture. Since the samples were received open, the functional test could not be performed due to undetermined exposure to the environment. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no issues related to pull off - suture needle were noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained via: what is the lot number? Unk when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify unk. Did the needle fall into the patient? If yes, was the needle piece removed from the patient during the same procedure? Unk what was used to complete the procedure? Another replacement product. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. Tracking number: (B)(4). Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) (B)(6). The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a total hip arthroplasty procedure on (B)(6) 2025 and barbed suture was used. During the procedure, it was reported by a sales rep that, during a total hip arthroplasty: tha, the product involved was used as usual on the fascia, but the needle detached even though there was no tension applied. The product was being used normally, but the needle came off even though there was no tension applied. It was not a control release needle. Another product was used to complete the case. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.